Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to the implantable pulse generator (ipg) requiring frequent charging and failing to maintain adequate battery capacity, which consequently caused the therapys efficacy to diminish. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the medical facility and will not be returned for analysis. Postoperatively, the patient was doing well.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.